Manufacturer narrative:
An outside the united states customer contacted siemens to report that an atellica ch 930 instrument generated a lipemic index value of 2 on a patient sample. The customer indicated that due to the low lipemic index, all patient results were initially reported on this sample and had to be retracted and amended. Siemens has requested that the atellica test protocols (atp) be performed on the instrument to assess the functionality of the mixers. Siemens is investigating.

Event description:
An atellica ch 930 instrument generated a lipemic index value of 2 on a patient sample. The sample was visually inspected by the operator and was rated as being extremely lipemic and having a lipemic index of 6. The same sample was repeated twice on same the instrument with a lipemic index of 2 obtained each time. The same sample was tested for sodium and triglyceride. There are no known reports of patient intervention or adverse health consequences due to the lipemic index.

Manufacturer narrative:
The initial MDR 2432235-2021-00270 was filed on 05-nov-2021. Additional information (15-nov-2021): a siemens customer service engineer (cse) ran the atellica test protocols (atp) and had an unacceptable result. The cse replaced a dilution impeller and repeated the atp with acceptable results. Siemens evaluated the available data and found there is no correlation between triglyceride concentration and the lipemia (l) index. The lipemia index is a turbidity reading based on light scatter and is standardized to intralipid. The cause of the discordance between the instrument derived l index and a visual inspection of the sample is unknown. The instrument is performing within specifications. No further investigation of this instrument is needed.